Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 79 (non-recoverable system error. The primary and secondary water temperatures differ more than 1c) on arctic sun device s/n (B)(6). They have received this alarm 3 times now and it continues to come back after cycling the power. Advised device needs to go to biomed. Asked nurse to empty pads prior to connecting to another device if able.

Event description:
It was reported that they were getting alarm 79 (non-recoverable system error. The primary and secondary water temperatures differ more than 1c) on arctic sun device s/n (B)(6). They have received this alarm 3 times now and it continues to come back after cycling the power. Advised device needs to go to biomed. Asked nurse to empty pads prior to connecting to another device if able. Per follow up information received via task on 08may2025, spoke with charge nurse who stated this device was presenting with the alarm prior to starting treatment on a patient. Biomed took this device. Sample received under wo (B)(4).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be duplicated during evaluation. Alarmed 79 confirmed in case data. Could not reproduce alarm 79 during evaluation. Initial test t1 & t2 with in 1°. Pm performed. Cleaned condenser coil, tank, and level sensor. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.